Event description:
It was reported that, during the procedure, the fiber fractured inside the ureteroscope. The fiber was removed without further issue. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during the procedure, the fiber fractured inside the ureteroscope. The fiber was removed without further issue. The procedure was completed using another fiber. There were no patient complications.